Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge tubing and infusion set tubing were not connecting. Upon investigation, it was found that the pump supplies were incompatible. Tandem technical support educated the customer regarding pump supply compatibility. The customer experienced an elevated blood glucose (bg) and a manual injection was administered to correct.